Event description:
During a ptca/stent procedure in a tandem lesion, an attempt to position the device to post dilate two stents was unsuccessful. No inflations were performed. Resistance was felt when the device was withdrawn. Attempts to free the balloon with advancing and rotating were unsuccessful. The balloon shaft and wire tip had separated, remaining in the pt. The pt was taken to surgery for a single bypass to the rca. The fragmented wire tip and balloon and were removed during the surgery. The pt recovered and was discharged from the hospital.

Manufacturer narrative:
The results of our investigative analysis concluded the tip coils were separated from the core. A small amount of balloon material was attached to the separated tip. Scratches were visible on the balloon material. Scanning electron microscopy was performed on the separated wire tip, it revealed that the core had fractured due to shear overload. Quality engineerig has determined that during advancement of the catheter it became caught in the previously deployed stents, as evidenced by the scratches present on the balloon material. During further manipulations to remove the device, the catheter wire tip became weakened which resulted in the shear break. A review of this products lot history records revealed no aberrations. A review of the qa database reveals that this is the first tip separation involving the slalom dilatation catheter. As part of our quality control process all slalom catheters are inflated to rated burst pressure and tested for leaks prior to packaging. Additionally, samples from each lot are tested to failure for rupture and tensile to verify the product meets all specs. Quality engineering considers this MDR closed.